Event description:
It was reported that during coronary drug eluting stenting treatment procedure, the stent embolized to the pt's lower extremities. The lesion being treated was a moderately calcified lesion in the left anterior descending (lad) artery. The lesion was not predilated before the physician attempted to cross with the taxus express2 8.8% 2.5 x 20 mm drug eluting stent. The physician did pull negative on the stent, but the stent was unable to cross the lesion. The physician pulled the stent back to the guide catheter. The physician then removed the guide catheter, wire and stent as a unit down to the sheath. It was then that the stent was noticed to have come off of the delivery system. The stent remains in the lower extremities of the pt's body. There were no reported pt complications. The procedure was considered completed.